Manufacturer narrative:
At this point, no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device master record and the relevant raw material history files indicated no recorded quality problems or rejections related to this incident. As soon as further info becomes available a follow-up report will be filed.

Event description:
(B)(4). Event took place in (B)(6) and has been reported to (B)(4) authorities. Users narrative: "catheter rupture/ breakage/ cut off, fragment remains with pt."